Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the locking thread at the screw head is badly deformed. This indicates clearly mechanical mishandling during use. We have to assume that too much applied mechanical force while insertion may have caused the deformations. Reviewing the manufacturing and material documentation shows conformity as well. No product fault could be detected.

Event description:
It was reported the screw has a twisted tip. During insertion of va screws to plate by hand, the surgeon fixed plate with aiming block and he inserted six screws into the holes. However he could not finish locking in proximal row styloid hole. He additionally inserted screw in a hole, and this screw went through the plate. So he removed this screw from fractured part of the plate and finished the operation. This is report 1 of 1 for (B)(4).